Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage(kitchen).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 68 and 57 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer store the product in the kitchen. Customer informed the reason why the kitchen/bathroom areas are not recommended for product storage. The test strip lot manufacturer's expiration date is 10/20/2018 and open vial date is 07/11/2016 the meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that is concerned with the lower readings from the last 5 results in the memory: 57mg/dl and 68mg/dl.